Manufacturer narrative:
The insulin pump alarmed failed self test during self test due to faulty board. The insulin pump was unable to test with minilink transmitter and blood glucose meter due to self test alarm. The insulin pump passed idle current test, run current test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump also had minor scratched display window.

Event description:
The customer reported via phone call that they received a failed self test alarm. The customer's blood glucose was 93 mg/dl at the time of incident. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.